Event description:
It was reported that a user of the ilet experienced hyperglycemia with fingerstick readings of 313 mg/dl and 360 mg/dl after a recent pump supply change, with the pump subsequently indicating a downward glucose trend to 323 mg/dl; the user chose to continue using the current infusion setup and did not perform another supply change, and ketones were negative. Customer care provided support that included remote troubleshooting and education to change supplies when insulin delivery is in doubt. Investigation of this case revealed no confirmed device malfunction and suggested a possible transient issue related to recent supply change that resolved as glucose trended down. Symptoms included dry mouth and elevated blood glucose without ketosis. Outcomes included no hospitalization and no medical intervention beyond troubleshooting guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.